Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose for approximately two to three hours after a meal for which a ¿more than¿ meal announcement was used, with the ilet delivering insulin and glucose decreasing to 399 mg/dl during the call; the user also self-administered a 7-unit insulin injection about 1 hour and 50 minutes prior without disconnecting from the ilet. Symptoms included hyperglycemia with device alerts above 300 mg/dl for over 90 minutes, without acute complications. Outcomes included no medical intervention, no ketone testing, and no assistance required. Investigation included troubleshooting and user education regarding avoiding external insulin injections without disconnecting the ilet. Investigation of this case revealed that external insulin use concurrent with ilet delivery can increase risk for hypoglycemia and confound automated dosing, and that the system adapts dosing over time based on meal announcements. It was concluded, based on previously established findings for similar reports, that user technique and concurrent external insulin contributed to the hyperglycemia management challenge rather than a device malfunction.